Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the controller¿s power cables was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(4)). Visual inspection of the returned controller revealed broken strain reliefs on the connectors of the white power cable and the black power cable. The controller was functionally tested in a mock circulatory loop and no issues were observed. The integrity of the power cables was tested and the power cables passed. No other issues were observed with the power cables. The log file downloaded from the returned controller contained approximately 2 days of data ((B)(6) 2022¿ (B)(6) 2022 per the timestamp). The log file data did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2022 at 12:38:31 to exchange the system controller. There were no notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (doc #(B)(4), rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the clock not set, low speed advisory and low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the controller power cables for damage. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 21nov2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a modular cable and controller exchange on (B)(6) 2022 due external damage by the patient that compromised the internal wires. The patient then began having low flows down to .8 liters per minute (lpm) on (B)(6) 2022. As of (B)(6) 2022, flows had decreased to 0.0 lpm. Flows were stable leading up to the initial event. It was noted that ldh was not elevated and there were no signs or symptoms of hemolysis. Log file review confirmed calculated flow dropping to 0 lpm during which motor power was also trending downward. The pump was seeing a reduction in blood volume and it was recommended to obtain a computed tomography (CT) scan of the inflow cannula and outflow graft. A controller clock corrupt message was also observed in the submitted log file. Additional information was received that a computed tomography angiograph (cta) scan was done and the patient was taken to the operating room (or) on (B)(6) 2022 for a heartmate 3 to heartmate 3 pump exchange. The pump and exchanged controller would be returned for evaluation. Related manufacturer's report regarding the pump: 2916596-2022-13313. Related manufacturer's report regarding the modular cable: 2916596-2022-13315.